Event description:
Initial reporter indicated to mfg consultant that they had a pt in their office and they were not able to communicate with their vns. The programming system was ruled out as a cause of the event. It is unk if the pt can feel stimulation as they are not verbal. The pt has not had an increase in seizures but the pt's mother reported that they never received any efficacy from the vns. The pt will be brought back into the office at a later date to see if an interrogation and be attempted again. Good faith attempts have been made for further details.